Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that one of the batteries had only 25 percent of charge left and should have switched to the second battery, but it would not use the second battery. The second battery had no power and was not working so the controller kept using the original battery until it went to under ten percent charge. The battery with no power was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the battery passed visual inspection and functional testing. Log file analysis did not reveal any anomalies. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.